Event description:
On 10/15/2024, it was reported by a distributor via (B)(4) that an ar-8943-10 screwdriver's black and yellow stripes were peeling. This occurred during a reverse total shoulder arthroplasty on (B)(6) 2024 when it was noticed the peeling and the driver was considered unacceptable to use for surgery according to the sterile processing department. Another screwdriver was available and used for the surgery. No adverse events to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2024 additional information was received from an arthrex employee who stated the surgery took place on (B)(6) 2024, but the wear and tear on the instrument just occurred over time. No attachment or adapter with this screwdriver. No debris was found, but probably fell off in the washers in spd. Instrument ar-9545-t15-01 in the tray was used to complete the surgery. A photo of the screwdriver is attached with the peeled black and yellow stripes.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Instrument manufacturing date: 2021. The complaint allegation was confirmed based on the customer's attached picture, which shows the instrument with signs of wear.